Event description:
(B)(6) clinical study. It was reported that jailing of the vessel occurred. In (B)(6) 2012, the patient presented due to unstable angina. Subsequently, coronary angiography and index procedure were performed. Target lesion #1 was located in the mid left anterior descending (lad) artery with 90 % stenosis and was 16 m long with reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.00x20mm promus element¿ plus stent. Following stent deployment, jailing of diagonal branch was noted which was then treated balloon angioplasty. Post dilation excellent results were obtained with 0% residual stenosis. Target lesion #2 was located in the proximal (lad) artery with 90% stenosis and was 14mm long with a reference vessel diameter of 3.5mm.. Target lesion #2 was treated with direct stent placement using a 3.50 x 20.00 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).